Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose and sensor reading discrepancies. The customer stated that the sensor was reading 46, but her blood glucose level was 535 mg/dl. She treated with the insulin pump. The customer stated she had issues with three sensors which had been removed and were not bent. Blood glucose and sensor glucose at the time of the call are unknown. Troubleshooting was performed and the customer advised about the proper insertion and calibration process. The insulin pump will not be returned for analysis.